Event description:
It was reported that this right atrial (ra) lead was surgically abandoned to loss of capture due to suspected fracture. Another ra lead was successfully implanted. No additional adverse patient effects were reported.